Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Customer received tips from technical support to prevent altitude alarms and was able to resume insulin use with the original cartridge.